Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 72 mg/dl. Customer¿s current blood glucose value was 111 mg/dl. Customer also reports pump was under delivering insulin and the blood glucose is high as 488 mg/dl. Customer states been having highs during day and lows at night, noticed blood in tubing, blood at site caused by serter . Troubleshooting was done for low blood glucose and over delivery. As well as high and under delivery. Customer states has been treating lows with temperature basal per. Customer has treated low's with food. Customer treated for high's with pump. Customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering and under delivery. Customer monitor the pump and call back if the issue continues. The insulin pump will not be returned for analysis.